Event description:
From the experience last week (1820334-2013-00363), the hospital anticipated the valve casing may come off so they placed the sheath in such a way that they had room to clamp the sheath in case the white part came off. The user placed the medtronic core valve device successfully but when pulling out the sheath through the rcfw, again, like last time, they had to pull hard, resulting in the white part to come off the purple sheath shaft. They clamped the sheath and blocked the vessel via balloon. They managed to retrieve the rcwf, however, in the process of blocking the vessel, the vessel was damaged and a stent had to be placed to repair. The patient is ok. (1820334-2013-00367). Update received (B)(4) 2013: "to bring the medtronic core valve device into the heart. After the deployment, the prof. Wanted to bring back the other manufacturer's device, but in the moment the last part of this device want to go back, the complete valve is leaving of the body from the introducer. With the experience of the last case he prepared himself with a surgical equipment to close the body of our introducer and bring from cross over above a 8 fr. Blkn another balloon catheter and stop in this way the bloodstream" "after the flow was stopped, they had to implant two atrium stents, because the external illiac was injured (by a user error but this had nothing to do with our rcfw.)" No part of the device remained inside the patient. The patient did require additional stent placement. The complainant did receive adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation results: one device was returned in an unused and unopened and two devices were returned in a used and damaged condition. A visual inspection of the returned device revealed the valve assemblies had separated from the sheaths; however, the tips were smooth and free from damage. For one used device, the flare was smooth and circular, but was on the small side of the acceptable range per flaring guidelines. One used device was too badly damaged to evaluate. The inner diameters of one used and one unused device were both measured to be 0.241 in. Per quality control specification, the inside diameter of the material is measured. The medtronic core valve delivery catheter was also returned in a used and damaged condition: the tip of the delivery catheter capsule was split or creased and near its proximal end. It was kinked. Manufacturing instructions instructs to flare proximal end of sheath using specified flaring iron. Per quality control specification, in-process and final inspection for check-flo introducer", instructions are to inspect 100%, confirming check-flo fittings are fully snapped and secure, visually examine and confirm flare of sheath is caught securely in check-flo assembly and that the sheath does not rotate in fittings. The device is shipped with an IFU, which includes the following precaution: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." After visual examination of the returned devices, it appears there amy have been some difficulty in closing the delivery catheter capsule after the core valve was placed, as noted by its tip damage and kink. This damage then required extraordinary force to remove the catheter from the rcfw sheath during device withdrawal, at which time the valve assembly detached due to the insufficient flare in the sheath. Prior to shipment, quality control verified 100% of the devices for the valve's secure attachment. It is likely the valve separation resulted in minor harm to the patient requiring the described medical intervention to stop the blood loss. Risk assessment was completed by quality engineering and concluded that the risk remains acceptable for this failure mode and product family. The appropriate internal personnel have been notified of this event and we continue to monitor complaints for this failure mode.